Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Corrected data: results code and conclusion code. Method code was inadvertently entered - analysis of production records in additional report-1 and has been removed in additional report-2. Manufacturer narrative the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.